Event description:
Olympus was informed that the pipe of the subject device broke while the physician attempted to crush a stone in the common bile duct during therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The users reportedly attempted to use an olympus lithotriptor to crush the stone but the basket wire broke as well. The procedure was said to have been converted to open surgery and the broken lithotriptor was removed from the patient. The patient was reportedly recovered well and had been discharged a few days following the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. However, the device manufacturing history was reviewed and no irregularity was noted. The user facility had stated that the stone was very hard. The cause of the reported phenomenon could not be conclusively determined, however, stone hardness could not be ruled out as a contributory factor. This report is being submitted as a medical device report in an abundance of caution.